Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (3 mg/day turned up to 7 mg/day) and morphine (3 mg/day turned up to 7 mg/day) via an implanted pump; the concentration of the drugs was unknown by the reporter. The indication for pump use was non-malignant pain and post lumbar laminectomy syndrome. The patient took oral norco and loritab. On 28-jan-2016 the patient reported that in 2012, she didn't feel that the medications in the pump were helping her anymore; the morphine and bupivacaine were not helping with the pain. She felt that she had built up a tolerance to the medications. She was frustrated because the doctor would not change her medications and she was told that changing the medications wouldn't be a problem. She was working with the pa (physician's assistant) to get the medications changed, but then there were a lot of regulation changes and she was not getting any help. She cancelled her appointment to get the pump refilled and decided not to get her pump her refilled. She stopped getting the pump refilled in 2014. She didn't have it refilled for about 6 weeks before she made an appointment and worked out the issue with the doctor; the doctor was going to dismiss her so she met up with him and worked it out. The situation was resolved. The patient was scheduled for a routine pump replacement on (B)(6) 2016 due to normal battery depletion. The patient still had the same medication in the pump and it seemed to be working just fine. The symptoms related to not getting the pump filled were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.